Manufacturer narrative:
(B) (4): evaluation results: the device history record was reviewed and showed that this valve met all mfg specification. Conclusion: cause of event attributed to pt related condition. Analysis: upon receipt at medtronic's quality lab, all leaflets were stiff due to tan thrombotic host tissue on the outflow. The free margin and lunula of the left and right cusps were slightly stiff but flexible. The free margin of the non-coronary cusp folded back and adhered to the host tissue on the outflow. A large perforation in the lunula of the left cusp appeared to be due to bias wear along the non-coronary left stent post prior to host tissue overgrowth on the outflow. Glistening off-white pannus lined the sewing ring on the inflow onto the tissue and base stitching and extended to all inferior coaptive areas and 1 to 4 mm onto all cusps, significantly reducing the inflow orifice area. Tan thrombotic host tissue filled and stiffened all leaflets on the outflow except along the lunula of the left cusp. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 3 yrs, was explanted due to stenosis.